Manufacturer narrative:
The lot number was not provided for any of the six malfunctions. Therefore, the lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all six malfunctions and additionally image was provided for one malfunction. Therefore, the investigation is confirmed for the reported perforation for all six malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model unknown filter vena cava filter allegedly experienced perforation. These information's were received from a various sources. All six malfunctions involved patient with no patient consequences. Of the six patients, three were female and one was male and all six patients age ranged between 25-62 years. All other patient details were not provided.